Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with current blood glucose of 327 mg/dl. Customer reports the following symptoms related to their high blood glucose were vomiting, chest pains, increased urination and no current symptoms. Customer unsure of blood glucose at time of incident as it read high on meter and hospital treated with insulin drip and bags of fluid. Customer advised he is not treating for current blood glucose as he had bolused a few minutes ago. Customer treated for high blood glucose with needle and then will set a lower correction bolus amount through the pump. Customer wearing the pump at time of hospitalization. Customer declined to further troubleshoot and wanted to see about upgrading his pump. The insulin pump will not be returned for analysis.